Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the manufacturer for evaluation, analyzed and tested out of specification. There was no patient involvement.